Manufacturer narrative:
The device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a missing set screw.

Event description:
It was reported that during a procedure, the setscrew on the cardiac resynchronization therapy defibrillator (crt-d) could not be screwed. The device was explanted and replaced. No patient complications have been reported as a result of this event.